Event description:
It was reported during the ipg replacement procedure (eol) diagnostics determined invalid impedances on the lead. As a result, the lead was explanted and replaced which has resolved the impedance issue. Reportedly, the pt has effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.